Manufacturer narrative:
A batch record review of lot c347 was conducted. There were no non-conformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, alarm #7: blood leak (centrifuge chamber) and tubing leak. No trend was detected for complaint categories, alarm #7: blood leak (centrifuge chamber) and tubing leak. No CAPA was initiated for complaint category alarm #7: blood leak (centrifuge chamber) or for this specific type of tubing leak. Service order, (B)(4), feedback: the service technician inspected the instrument after the blood leak and found nothing wrong with the instrument. The service technician then performed the checkout procedure. No further action is required. This assessment is based on information available at the time of the investigation. The smart card and kit were returned for evaluation. Analysis of the returned smart card and kit is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
The customer called to report a centrifuge leak and to ask whether the instrument will require service following the leak. The centrifuge bowl remained intact and the drive tube did not break. The customer noted a "pin hole" in one of the tubing lines exiting the drive tube in the centrifuge chamber. The treatment was at 1230 ml of whole blood processed when the treatment was aborted. The patient was reported to be in stable condition. The customer reported cleaning the chamber well, and that the leak detector alarm had not continued to sound since turning the instrument back on. The clinical services specialist advised dispatching service for a thorough cleaning and to double check for any necessary repair to the leak detector. Service order, (B)(4), was generated. The kit and smart card were returned for investigation.